Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. After the pocket was closed, a chest x-ray revealed that the atrial lead dislodged. The pocket was re-opened and the lead was repositioned successfully. The patient was stable.